Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that, per the caller, the patient's primary care physician was¿alleging the patient's recent heart palpitations were related to ins. The caller was unsure when this started but it had been consistent for the past few days. They had been doing telemetry monitoring which was determined to be electrocardiography (EKG). It was reviewed with the caller that the ins clinical summary did not appear to have any information related to heart palpitations. They were provided the office of medical affairs (oma) number and advised to have the managing doctor and primary care physician speak along with the cardiologist. There were no device issues or further patient complications reported at this time. Additional information was received from the patient. They reported that they had received a letter from the manufacturer and wanted to respond verbally rather than filling it out and sending it in. When asked when they first noticed their heart palpitations, they answered (B)(6) 2021. They had been to the doctor the week before (on (B)(6)), and never dreamed this problem was "relating to the palpitation." The doctor never told the patient it could be related. When asked what steps were taken to resolve the issue, they replied they went to the (B)(6) hospital on (B)(6) 2021 and were admitted. They did an echocardiogram, an electrocardiogram, blood work, and the patient wore a heart monitor. The patient stated the heart doctor at the (B)(6) decided it was out of their hands, as they had never done one of these procedures and did not know how to turn it down. The doctor did not want to bother it; they did not want to hurt the patient. They monitored the whole time in the hospital and wanted the patient to go back to their doctor. The patient saw the nurse at their doctor's office on (B)(6) 2021 and the nurse slowed it down some. The heart doctor thought it was a little too fast, so their nurse turned it down and it helped because "the palpitations did not do it as much;" they subsided and after the third day, they subsided completely. The patient noted that prior to turning stimulation down, it had been so high that their vagina was pumping pretty hard; it was beating just like their heart was beating. They said it was fine as long as they sat, but if they got up to walk across the house, their heart just about jumped out of their body. They noted their doctor was the one who turned it up. They felt better as soon as it was turned down. It took about three days, and the patient felt like turning it down took care of things.

Manufacturer narrative:
Added fdd code a072103. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.